Event description:
Service and repair report states knobs bind and wont ratchet, binding. It was reported that device malfunctioned which being used on a patient. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The device was returned because it was not working correctly. The product was received at service and repair and was found to have a damaged component. Service and repair was unable to repair product. There is no further information available on this event. A review of the device history records has been requested. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.